Event description:
The customer contact reported an unrequested bolus dose was delivered. The pump was returned to the clinical engineering dept with an unsigned note that stated, "pump when moved or bumped gives a dose as if button were pushed." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing. Testing was conducted using the customer's returned pt pendant cord. No unrequested bolus delivery was noted throughout the testing procedures. The history was downloaded at the mfg facility. A review of the history indicates that the original pump settings with the programming parameters had scrolled off of the history. Between 1843 and 1848, there were 38 unmet demands and one 10mg pca delivery. Between 1849 and 1855, there were 38 unmet demands and one 10mg pca delivery. Between 1856 and 2017, there were 16 unmet demands and two 10mg pca deliveries. At 2028, there were 3 unmet demands, one 10mg pca delivery, a low battery alarm, the door was opened, a total of 110mg was cleared, and the door was locked. Between 2241 and 2302, there were 4 unmet demands, two 10mg pca deliveries, the door was opened, there was a vial alarm, a check syringe alarm, and the pump was powered off. At 2324, there was a check syringe alarm, an injector alarm, and the door was locked. At 2325, there was one 10mg pca delivery. Between 2333 and 2335, the door was opened, a total of 30mg was cleared, there was a vial alarm, a check syringe alarm, the door was locked 3 times, opened 3 times and powered off. This report represents all the info known by the report upon query by hospira personnel.